Event description:
During a remote follow-up, high pacing impedance was observed on the left ventricular (lv) lead. Reprogramming was performed to resolve the event. The patient was in stable condition.